Event description:
Ventilator on anesthesia machine stopped working during a case. The pt requires stat respiratory intervention and was manually bagged until ventilator could be changed. This was an open heart case. There was no adverse pt outcome. Biomed found moisture under the diaphragm which caused two metal parts sticking together. FDA safety report ID# (B)(4).